Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The download data showed that an 0x14 occlusion alarm had been generated by the pod. Rerun of the pod did not replicate the alarm or the original data. During the investigation, a blockage was found in the formed needle that prevented the initial flow of fluid through the complete fluid path, however, the nature of the blockage could not be determined. Inspection of the formed needle found evidence of blood and crystallized insulin around the tip though no blockage was visible inside the tip. Damage was observed to the tip of the formed needle. This damage contributed to the observed bleeding. It could not be conclusively determined if the observed blood contributed to the 0x14 alarm and it could not be determined if the damage contributed to the reported event. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x14 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 480 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge.